Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses."

Event description:
It was reported that the customer experienced an ongoing high blood glucose (bg) level that was ranging from 300 mg/dl to "high" (specific value was not provided); cause was unknown. Customer gave multiple correction boluses via the pump to address bg level and went to the emergency room and was subsequently hospitalized on (B)(6) 2024. Due to the multiple correction boluses given by the customer, bg dropped to 36 mg/dl. Customer was treated with a manual injection of glucose and removed pump. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the hospitalization; however, the customer did not respond. No additional patient or event information was available.